Event description:
It was reported, a 22mm femoral head disassociated from 36mm bipolar in constrained liner, took pt to surgery in 2004, reduced head into constrained liner performed rom observed dislocation intra operatively. Exchanged old constrained liner for new constrained liner. No dislocation problem was observed with new implant.